Event description:
Customer reported readings of 242, 70, 55 & 135 mg/dl completed within 10 minutes on one adc meter.tests were performed on the finger.results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant.there was no report of death, serious injury or mistreatment associated with this event.please note that customer excessively squeezed test site to obtain blood sample.